Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer noticed multiple errors for aliquot probe. The customer primed all probes and ran quality controls (qc), which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe 1 (s1) mixer and ran alignment and mix test. The cse ran qc, which were within range. The cause of discordant, falsely depressed glu and mg results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose (glu) and magnesium (mg) results were obtained on multiple patient samples on a dimension vista 500 instrument (serial number (B)(4)). The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu and mg results.